Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, at activated clotting time (act) of 219 seconds was noted, and the septal puncture was performed using versacross connect. The was sheath was then placed in the left superior pulmonary vein (lspv), and a pigtail catheter was inserted. The laa was then accessed to measure the left atrial pressure. During contrast imaging, a mobile linear thrombus-like echo image was noted near the tip of the pigtail catheter based on transesophageal echocardiography (tee). 4000 units of heparin were administered, and the pigtail catheter was slightly retracted into the was sheath, followed by negative pressure flushing through the side port of the was sheath. This was performed three times; however, coagulation was only retrieved on the first attempt. As the thrombus-like echo image was no longer visible on tee, contrast imaging was performed and the act was then confirmed to be over 400 seconds. A 31mm closure device was selected and unpacked. Before the closure device insertion, the pigtail catheter was removed and noted to have coagulation attached to it, prompting another round of negative pressure flushing. As no further coagulation was noted, the closure device was inserted and then deployed three times. On the second attempt, it was deployed while maintaining alignment, however, nearly half of the closure device protruded, and compression was close to 0 percent. On the third attempt, it was deployed while pressing from the deepest part of the left atrial appendage, however, it popped out forcefully, resulting in protrusion. Given that no other closure device sizes were suitable and no alternative options were available, the procedure was discontinued. No complications occurred after discontinuation, and the patient was discharged from the room safely.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, at activated clotting time (act) of 219 seconds was noted, and the septal puncture was performed using versacross connect. The was sheath was then placed in the left superior pulmonary vein (lspv), and a pigtail catheter was inserted. The laa was then accessed to measure the left atrial pressure. During contrast imaging, a mobile linear thrombus-like echo image was noted near the tip of the pigtail catheter based on transesophageal echocardiography (tee). 4000 units of heparin were administered, and the pigtail catheter was slightly retracted into the was sheath, followed by negative pressure flushing through the side port of the was sheath. This was performed three times; however, coagulation was only retrieved on the first attempt. As the thrombus-like echo image was no longer visible on tee, contrast imaging was performed and the act was then confirmed to be over 400 seconds. A 31mm closure device was selected and unpacked. Before the closure device insertion, the pigtail catheter was removed and noted to have coagulation attached to it, prompting another round of negative pressure flushing. As no further coagulation was noted, the closure device was inserted and then deployed three times. On the second attempt, it was deployed while maintaining alignment, however, nearly half of the closure device protruded, and compression was close to 0 percent. On the third attempt, it was deployed while pressing from the deepest part of the left atrial appendage, however, it popped out forcefully, resulting in protrusion. Given that no other closure device sizes were suitable and no alternative options were available, the procedure was discontinued. No complications occurred after discontinuation, and the patient was discharged from the room safely.